Manufacturer narrative:
We have determined that the patient referenced in this complaint is the same patient referenced in an earlier complaint (MDR 3007093114-2015-00009, patient identifier (B)(6)). All follow-up reports will be added to the earlier MDR.

Event description:
The hospital's pharmacist reported that one of their patient's has experienced a severe reaction after receiving bilateral orthovisc injections in the knees in mid-june. The pharmacist was calling on behalf of one of his patients that is in the hospital where he works. The patient had bilateral orthovisc in his knees and had a ruptured baker's cyst. The pharmacist reported that the patient had extravasation of the orthovisc into the surrounding tissue. The patient now has redness from the knees down to his feet and has no feeling in his feet. The pharmacist did report that the patient does have pressure pulses in his feet. The pharmacist reported that the patient is being treated with antibiotics and steroids at this time and has been seen by a vascular specialist and other specialist. Additional information received by mitek complaints: patient - (B)(6), severe djd, 2nd hospitalization for same issue (bakers cyst and pain), 1st hospitalization was at the end of june after 2nd in series of orthovisc. Patient had pain and swelling (from suspected ruptured bakers cyst) and was seen by rheum, ortho & infectious doctors. Ruled that the ruptured bakers was the most likely cause of extravasation with orthovisc being secondary. Follow up 8/27/2015: we have determined that the patient referenced in this complaint is the same patient referenced in an earlier complaint (MDR 3007093114-2015-00009, patient identifier (B)(6)). All follow-up reports will be added to the earlier MDR.

Manufacturer narrative:
The batch record for lot number n140094b was reviewed. All final specifications including product sterility were met and passed.

Event description:
The hospital's pharmacist reported that one of their patient's has experienced a severe reaction after receiving bilateral orthovisc injections in the knees in (B)(6). The pharmacist was calling on behalf of one of his patients that is in the hospital where he works. The patient had bilateral orthovisc in his knees and had a ruptured baker's cyst. The pharmacist reported that the patient had extravasation of the orthovisc into the surrounding tissue. The patient now has redness from the knees down to his feet and has no feeling in his feet. The pharmacist did report that the patient does have pressure pulses in his feet. The pharmacist reported that the patient is being treated with antibiotics and steroids at this time and has been seen by a vascular specialist and other specialist. Additional information received by mitek complaints: patient - (B)(6) male, severe djd, 2nd hospitalization for same issue (bakers cyst and pain), 1st hospitalization was at the end of (B)(6) after 2nd in series of orthovisc. Patient had pain and swelling (from suspected ruptured bakers cyst) and was seen by rheum, ortho & infectious doctors. Ruled that the ruptured bakers was the most likely cause of extravasation with orthovisc being secondary.